Event description:
The ventilator was connected to a pt. The customer reported the ventilator delivered gas in short burst and the inspiratory tidal volume read 3999ml. The problem was isolated to the air module. There was no pt injury reported.